Event description:
Upon entering the epidural space the pusher flange on the glass syringe broke and fragmented. A few of the glass pieces fell on the patient's back but did not cut her. None of the glass could have gotten into the syringe so the steroid was administered into the epidural space.